Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have two bent grips, causing them to be misaligned. The offset at the tips was 1.15mm, and the grips were not found to be cracked. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm medium-large clip applier instrument would not clamp and would not open back up. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while surgeon was attempting to clamp on a vessel or tissue bundle. The surgeon did not experience any issues with motion while using the instrument. The issue was unrelated to instrument jaws remaining static or not moving when commanded by the surgeon. The instrument did not have an unexpected motion while attempting to clip. The subject instrument was being used for first clip application when the incident occurred. The issue was resolved by using a back-up instrument. The instrument was available for evaluation. There were no photos/vides available for review. Patient information was not provided.

Manufacturer narrative:
The 8 mm medium-large clip applier instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.